Event description:
Enteral feeds were started at 1700. At 2100, night shift rn (registered nurse) went to give enteral meds. The feeding pump did not allow her to pause the feeds so she assumed there was a button malfunction and stopped/restarted the pump and resumed the feeds. An hour later, she went to give another medication and noticed the volume had not changed in the feeding bag and the patient was not actually receiving the feeds, despite the pump being on and having a green light indicating that it was running. The rn checked a point-of-care glucose on the patient and it was stable. She replaced the feeding pump with a functioning pump and submitted a work order.